Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot slid down at the head end. There was reported pt involvement, however no adverse consequences have been reported.